Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the coil failure to detach. It was also noted that the coil was not hydrated as indicated in the instructions for use (IFU). There was no details on the aneurysm given and no patient injury was reported as a result of the event. The staff is being re-trained make sure they follow the steps per the instructions for use (IFU). No additional information is available.